Event description:
The physician attempted to position a 10mm.x8mm.x40cm. Xact carotid stent into the internal carotid artery to the common carotid artery. Common carotid vessel size was reported as ten (10)mm., the internal carotid vessel size as eight (8)mm, with eighty-seven percent (87%) stenosis. The aortic arch was "so badly tortuous," the physician was unable to deploy the first stent. He withdrew it and attempted to use a second xact delivery system (9mm.x30mm.x136mm.), however, the handle fell off in the middle of the procedure. A third xact delivery system (9mm.x7mm.x40mm.) Was successfully deployed. There were no patient injuries or other adverse events reported.

Manufacturer narrative:
Testing and analysis on the returned device revealed the handle outer had separated from the connector. There was no adhesive present between both components. Corrective and preventative action has been initiated to address this issue.